Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within two minutes measured with two different vials of test strips from the same lot number: 26 mg/dl, 22 mg/dl, and 126 mg/dl.